Event description:
The iab was inserted into the patient on 05/26/1998 at 11:45 p.m. And removed with difficulty on 05/27/1998 at 5:00 a.m. A vascular surgeon was consulted and the patient had severe bleeding. Removal of the iab and surgery was required. The iab was not returned to datascope for evaluation. (Event complications: severe bleeding/removal/surgery required - reported 08/26/1998.) (Pt's current status: discharged - reported 08/26/1998.)